Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, dry mouth, spots on lungs, there was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, dry mouth, spots on lungs. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, dry mouth, spots on lungs. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection: unknown white dust-like contamination at the air inlet. Unknown white, brown, and black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hair at the top enclosure near the sd card accessory port. Unknown white and black (inconsistent with degraded sound abatement foam) dust-like contamination inside the iso (international organization for standardization) port. Unknown white, brown, and black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hair at the top enclosure near the modem accessory port. Potential water spots are inside the lid of the blower box, indicating potential water ingress. Unknown black (inconsistent with degraded sound abatement foam) dust-like contamination and fiber/hair in the bottom enclosure. There are potential water spots on the bottom of the blower motor, indicating potential water ingress. Unknown white hair or otential fiber and potential water spots on the bottom of the boindicatendicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown dust-like contaminationside of thmotor. ER motor.the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functfailure onilures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.